Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, a ht70 ventilator had a date issue. The ventilator was cycled, then the date reverted. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient as a result of the event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.